Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. E1: email address: unknown / not provided.

Event description:
It was reported that the implant was removed due to damaged hexagon. It was impossible to remove the prosthetic abutment from the implant following the detachment of the screw-retained crown and the tibase. Procedure was not completed. Bone density type: ii.

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) bopt5485 (t3® tapered implant 5/4 x 8.5mm) for evaluation. Ups shipment has been lost in transit. A claim has been placed. If ups locates the shipment, the complaint will be re-opened and updated accordingly. DHR review was completed for the subject lot number 2020060291. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2020060291 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: damaged drive feature¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.